Event description:
Emt's responded to a person, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electroes and would not analyze the pt's rhythm. A backup manual defibrillator was called for and used. The pt was not resuscitated but the reporter indicated the pt's death was not caused or contributed to by the alleged device malfunction.

Event description:
All affected devices have received an upgrade to control the internal temperature of the device. There have been no reports of overtemperature since these devices were repaired.